Manufacturer narrative:
Our field service engineer investigated the compressor mini on site and solved the issue by replacing the drainage valve. The machine was handed over to the customer in working condition. The drainage valve was not returned for further investigation. Therefore, the root cause could not be determined by this investigation.

Event description:
Manufacturers ref: # (B)(4).

Event description:
It was reported that the air hose pipe in compressor mini was contaminated with water. There was no patient harm. Manufacturer's ref. #: (B)(4).